Event description:
Intraoperative impedances were between 50/150 ohms on electrodes 8-11. No other clinical information was reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).